Event description:
On (B)(6) 2025, the user received an insulin "occlusion alert" after announcing breakfast. The agent instructed the user to resume insulin delivery, disconnect tubing, and perform the fill tubing process. Drops were observed, and the tubing was reconnected to the cannula. Blood glucose (bg) was not affected. No symptoms experienced during the event, outside assistance, or medical intervention were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.